Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The date of the event is an approximation. This report is 2 of 3 involving the patient experiencing hypoglycemic episodes reportedly due to cgm inaccuracy, with each episode occurring on separate occasions. The event occurred in 2025 and was associated with suspected cgm inaccuracy. On (B)(6) 2025, the patient began feeling unwell shortly before eating lunch. She lost consciousness, prompting others to contact emergency services. When paramedics arrived, a fingerstick blood glucose measurement was obtained. Although no specific values were provided, the reporter stated that the blood glucose reading was low, while the cgm reading did not indicate a low value, suggesting a potential discrepancy. The patient was treated with water and monitored on scene. No additional treatment was reported, and the patient declined transport to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was described as being in stable condition and feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 2 of 3 reports of the patient experiencing hypoglycemic episode due to inaccuracy that occurred three separate times. Please see related records (B)(4).